Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely low sodium (na) test result. The customer reportedly observed salt build up under the calibration standard a (std a) and v-lyte diluent bottles of the integrated multisensor technology (imt) module. A siemens customer service engineer (cse) was dispatched to inspect the instrument. The cse performed a powerflush of bleach followed by hot water, replaced the sensor, performed the imt dilcheck and corrected the dilution check factor, inspected and detailed the rotary valve, checked for grounding, checked the alignment in the port, replaced the cracked consumable collars and ran quality control materials with acceptable results. The siemens headquarter support center (hsc) evaluated the available data and concluded the potential cause of the discordant, falsely low sodium (na) test result is the cracked consumable collars. The instrument is meeting specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low patient sample test result was obtained for the sodium (na) test from a dimension vista 500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument giving a higher result. The repeat result was reported to the physician(s) and is considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium (na) test result.